Event description:
A pt reported blood glucose results of 325 mg/dl and 117 mg/dl with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or < 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Customer did state that they were experiencing symptoms of low blood sugar, which they were able to treat with coffee and a sandwich. The meter has been replaced for the customer.